Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical complaint report for june 2010 was reviewed. No adverse trends were noted for the product family of xcela PICC with pasv and the failure mode of "hole in catheter." The returned catheter was fractured at approximately the 2cm mark distal to the suture wing. Testing of the catheter revealed that one of the two lumens was patent, but the lumen that burst was occluded with what appeared to be clotted blood. The root cause of the event is most likely that the end user attempted to power inject through an occluded lumen. There is no indication that this incident is the result of a mfg or design issue. The directions for use (dfu) packaged with the device indicate that the lumen is to be aspirated until blood return is observed and then flush vigorously with 10ml of saline prior to power injection. These steps are accompanied by the following: "warning: failure to ensure patency prior to power injection studies may result in catheter failure." Mfg process controls for this device include visual inspection of each catheter for damage or defects as well as occlusion testing and air leak testing. (B)(4).

Event description:
As reported, the valved PICC device split at the 2cm mark during a power injection. The PICC was then exchanged for another. The pt was not adversely effected and has been discharged to a nursing home where they are receiving antibiotics through the new PICC line. The used device was returned for eval.